Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event, but no additional information provided. No device was returned to olympus for evaluation. The exact cause of the users experience could not be conclusively determined; however, user handling could not be ruled out as a contributory factor to the reported event. If additional information is received at a later date, this report will be supplemented. This device is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the retrieval basket became stuck. The users utilized an emergency handle without using the appropriate coils and the basket remained in the patient. The users reportedly cut the wires too short, and the patient was referred to another facility. The current condition of the patient is unknown.